Event description:
It was reported that during a regular follow-up, the elective replacement indicator was noted possibly due to the device measurement lock-up. The device lock up was released and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.